Event description:
According to the medsun report received: "needle tip broke off in the main airway during biopsies. The needle was easily recovered with bronchoscope forceps with no signs of bleeding or complications." Type of procedure: transbronchial needle aspiration of lymph node.